Event description:
It was reported to philips that the wireless footswitch's wi-fi connection was failing. The device was not in clinical use at the time of the reported event. No harm was reported. The wireless footswitch was replaced by a new one and system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the wireless footswitch does not work. Upon some functional test fse confirmed the wi-fi indicator was off and battery indicator was in green. Fse identified issue with the wireless connection. The failure analysis stated that this footswitch working fine and is used as reference model to test base stations. It only has a bend handlebar. Fse replaced wireless footswitch and the base station. After wireless footswitch and the base station replacement, the system was returned to use in good working. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.